Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 700 au clinical chemistry analyzer. The inspected the instrument and noted bubbles in sample and wash syringes. The fse replaced multiple parts which included sample wash syringe, sample syringe, valve assembly, sample probe transfer unit, and sample probe pressure sensor which resolved the issue. Due to multiple hardware/component interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported generation of one (1) false low patient result on the ise (ion selective electrode) module for sodium (na), chloride (cl) and potassium (k) on the dxc 700 au clinical chemistry analyzer. There was no report change to treatment, injury, or death associated with this event. The customer did not provide patient demographic.